Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead dislodgement was observed and confirmed by diagnostic imaging. The lead was explanted and replaced to resolve the issue. The patient was stable before, during and after the procedure.